Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and also the haptic deformed and stretched out.(B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k- this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.5 diopter into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. The cause of the event is reported as unknown. Reportedly the patient is worried about the risk of cataract and so the doctor decided to remove the lens after "adequate communication."